Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported five weeks post implant that the right ventricular (rv) lead exhibited noise. There were short v-v¿s and non-sustained ventricular tachycardia episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The overlay tubing was breached at the 1st rib/clavicle location. If information is provided in the future, a supplemental report will be issued.